Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the catheter was defective. It was clarified that leakage of blood occurred out of the end after stylet removed. Occurred on (B)(6) 2020. Occurred during patient involvement (after insertion and removal of sharps). I do not have any patient identifiers available. IV inserted without issues/difficulties. Removed the sharps portion of the IV per protocol, and as soon as the sharps was removed, blood was slowly pouring out of the end. IV had to be removed and a new IV inserted.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that the catheter was defective. It was clarified that leakage of blood occurred out of the end after stylet removed. 2) occurred on (B)(6)2020. 3) occurred during patient involvement (after insertion and removal of sharps). I do not have any patient identifiers available. 5) IV inserted without issues/difficulties. Removed the sharps portion of the IV per protocol, and as soon as the sharps was removed, blood was slowly pouring out of the end. IV had to be removed and a new IV inserted.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photo displayed an 18ga nexiva unit inside a plastic bag with a note adhered to it. The unit consists of the catheter/adapter and extension line assemblies with the pinch clamp disengaged. There were traces of thick media present throughout the unit including the area between the walls of the canister/secondary septum. The second photo shown a second view of the unit with the area of the canister/secondary septum circled in red. This view reveals thick media at the end of the secondary septum. The reported issue was confirmed as the photographs display an indication of leakage beyond the septum. Although the reported issue was confirmed, there was not enough sufficient evidence to determine a root cause. Without the actual sample functional testing could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.